Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 9 unopened race-packs. Analysis and results: there are no previous complaints of this code batch. There are no units in stock. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Tightness test to the sample received has been performed and it fulfills the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Note is taken of this incidence in order to assess if new or additional actions are needed. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: spain. The needle is detached from the thread without pulling out the racepack.

Manufacturer narrative:
General information: customer states: label on package so410p, lot# 52108808 10x10.5x22mm product inside of package was so422p, lot# 52112969 12 x 10.5 was in the package. "Wrong product in the package. It was a 10 x 10.5 and 12 x 10.5 was in the package." The implant arrived in a clean status in common with its (wrong) package. Investigation : we checked the stock and investigated the root cause for the failure. The complained product passed a storage rework process (renewal of the damaged outer package). Batch history review: the device history file has been checked and found to be according to our specification valid at the time of production. Conclusion and root cause: the failure arose during a storage rework. Two cages were interchanged. The other cage was located internally and contained. Corrective/preventive action not required.